Event description:
It was reported that the insulin pump alarmed no delivery and had physical damage. Customer's blood glucose was 415 mg/dl. Customer treated with manual injection. Troubleshooting was done. It was found the cannula was bent. Advised the customer the infusion set would replaced. Customer stated the insulin pump had cracks where reservoir goes into and around the paradigm. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer's last blood glucose was 236 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.